Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI chrono port. It was reported during the installation the introducer needle allegedly did not flush well. There was no patient reported injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI chrono port via right vital vein. It was reported prior to the procedure the introducer needle was allegedly did not flush well. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slim port implantable port, chrono flex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slim port implantable port, chrono flex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a clinician holding the luer adapter of an introducer needle. No visual anomalies were noted in the in the luer connector of the needle. Therefore, the investigation is inconclusive for the reported flushing issue as the evidence provided is not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labelling review: the reported material information is for disposable (single use) device and therefore a service history review is not applicable. B5, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.